Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that when she was performing a bolus, the number on the insulin pump's screen went up to 25 units. The customer declined troubleshooting. Customer's blood glucose level was 220 mg/dl. The device was no returned.